Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced shortness of breath. An ECG revealed that the lead exhibited under sensing and loss of capture. A fluoroscopy revealed that the lead had dislodged. The lead was successfully repositioned.